Manufacturer narrative:
Unit was received with cracked case at corner display window. The insulin pump had button error alarm due to all corroded buttons on the keypad trace. No moisture damage found on electronic assembly or motor.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer could see some cracks on the corners of the display screen. There was also condensation underneath the insulin pump's screen. Customer's blood glucose level was 113 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.